Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting ECG "a" to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. In addition, the ECG "c" and "d" cable was missing. The root cause for the strained cable was excessive force. The root cause for the missing cable could not be positively identified. There is no indication that the device malfunction caused or contributed to the patient death.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The electrode belt's cable connecting ECG "a" to the front therapy electrode was damaged and the ECG "c" and "d" cable was missing. There is no indication that the device malfunction caused or contributed to the patient's death as the patient as in a non-treatable rhythm at the time of device shutdown.